Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks possibly due to sense b noise. Boston scientific technical services reviewed the available data and observed loss of baseline and non-physiologic noise that led to a loss of smart pass filter and many charges. Technical services provided troubleshooting suggestions to perform to rule out system integrity issue. Additionally, x-ray images were provided, and no fracture was observed, although the image quality was not great. The connection appeared to be intact and system placement appeared to be good. Noise and loss of baseline was reproduced in alternative vector and primary vector. Technical services provided potential root causes and gave suggestions. Additionally, technical services recommended that the full system be explanted. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. This device and electrode are expected to return for analysis.

Manufacturer narrative:
Only the proximal segment was returned. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks possibly due to sense b noise. Boston scientific technical services reviewed the available data and observed loss of baseline and non-physiologic noise that led to a loss of smart pass filter and many charges. Technical services provided troubleshooting suggestions to perform to rule out system integrity issue. Additionally, x-ray images were provided, and no fracture was observed, although the image quality was not great. The connection appeared to be intact and system placement appeared to be good. Noise and loss of baseline was reproduced in alternative vector and primary vector. Technical services provided potential root causes and gave suggestions. Additionally, technical services recommended that the full system be explanted. Subsequently, the system was explanted and replaced. No additional adverse patient effects were reported. This device and electrode were returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks possibly due to sense b noise. Boston scientific technical services reviewed the available data and observed loss of baseline and non-physiologic noise that led to a loss of smart pass filter and many charges. Technical services provided troubleshooting suggestions to perform to rule out system integrity issue. Additionally, x-ray images were provided, and no fracture was observed, although the image quality was not great. The connection appeared to be intact and system placement appeared to be good. Noise and loss of baseline was reproduced in alternative vector and primary vector. Technical services provided potential root causes and gave suggestions. Additionally, technical services recommended that the full system be explanted. No additional adverse patient effects were reported. This device and electrode remain in-service.